Event description:
A confirmed motor stall was reported and noted in the event logs with no motor stall recovery recorded. The patient did not have any symptoms. A pump replacement was planned. The medications being delivered via a device system were bupivacaine and fentanyl. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).